Event description:
It was reported that during a procedure of an occluded, heavily calcified common iliac, the absolute pro was positioned and fully expanded at the target lesion. During removal of the stent delivery system, it was noted that the just deployed stent along with the delivery system was retracted to the introducer sheath. The physician was able to reposition the stent in the target lesion. There was no reported adverse patient effect. There was no clinically significant delay in the procedure due to the stent issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent migration can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, stent size selection or insufficient landing zone. It was reported that the newly deployed stent along with the delivery system was retracted to the introducer sheath. Although, the stent would not likely move after being apposed to the vessel wall, it may be possible that the tip of the delivery system caught on the stent during retracting, causing the stent to pull out of place; however, this could not be confirmed. Overall, a conclusive cause for the stent migration could not be determined; however, there is no indication to suggest a product quality deficiency. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. All absolute pro stent systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify proper stent deployment.